Event description:
In 2008, the lay pt contacted lifescan (lfs) alleging that her one touch ultra2 meter did not turn on. The medical affairs specialist (mas) was unable to contact the pt by phone and classified the complaint based on the customer care advocate (cca) documentation. The pt said the product issue first occurred on two days earlier at noon. No info was provided regarding the pt's diabetes treatment regimen. The pt said she was shaking after the product issue began. She contacted her doctor and was advised to eat. The meter did not turn on when the power button was pressed. The pt did not have test strips. The cca noted that the pt was unable/unwilling to answer whether she had replaced the meter battery per the owner's manual. The pt did not have a battery. The pt's products were replaced. The complaint is reported because the pt alleges the lfr product did not turn on and afterward she was shaking, which is suggestive of hypoglycemia. She claims her doctor advised her to eat.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.